Event description:
Boston scientific received information that during a routine follow up, this right atrial (ra) lead was observed to have dislodged. A revision procedure was performed. During an attempt to reposition the lead, tissue was observed to be stuck in the helix. The lead was explanted and another manufacturer's ra lead was successfully implanted without incident. No adverse pt effects were reported.